Event description:
Medtronic legal received information regarding the insulin pump malfunctioning due to the retainer ring defect and failing to deliver the appropriate amount of insulin, causing the customer to suffer from diabetic ketoacidosis, vomiting, low blood pressure, and memory impairment. As a result, the customer was hospitalized on multiple occasions as reported by the attorney of the family. The information received on (B)(6) 2021 stated the following reporter alleges: hyperglycemic event resulting in three emergency room visits on two separate days from 12/12/2018 - 12/14/2018. The customer experienced weakness, abdominal pain, nausea, high ketones, and fever due to hyperglycemia. From 2018 to 2020, the customer reported diabetic ketoacidosis requiring hospitalization and symptoms including nausea, vomiting, abdominal pain, fatigue, throat pain, and elevated ketones. In or around 2019 and 2020 the customer began using medtronic minimed insulin pump model 670g (mmt-1780) to deliver the proper amount of insulin to treat the customer¿s type 1 diabetes. After being hospitalized in or around april 2019, a visual inspection of the insulin pump revealed that the retainer ring was missing, and the customer received a replacement recalled insulin pump. After the customer was again hospitalized in january 2020, a visual inspection of the replacement pump revealed that the retainer ring was cracked. No further patient complications were reported. The insulin pump will remain in use and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.